Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and underwent cholecystectomy ("which force me to have gall bladder"). The patient was treated with surgery (to remove essure & ablation). At the time of the report, the genital haemorrhage and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: genital hemorrhage and gallbladder removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet: case became incident essure removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.